Event description:
During removal of the ins (for assumed end of life) it was observed that the port where the lead connected to the ins was full of blood. It was unclear if the blood had led to ins failure. A new ins was implanted as intended. The patient's status was reported as "no injury".

Manufacturer narrative:
(B) (4): final device analysis was not available at the time of this report. A follow-up medwatch report wil be sent when the analysis is complete and/or when additional information is received from the hcp.